Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.5 mmol/l (315 mg/dl) while wearing the pod on the arm between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.